Event description:
During preparation for surgery, it was reported that the drill became hot and did not work. There was no pt involvement and no report of adverse consequence as a result of this malfunction.

Manufacturer narrative:
The product was received for investigation and the alleged complaint was confirmed. Upon investigation, a bearing failure was identified.